Manufacturer narrative:
The customer reported that the xhibit central station became unresponsive after attempting to admit a patient. Spacelabs technical support walked the user through performing a hard reboot and the customer confirmed that this resolved the issue. Cause of failure was not established, however based on the information that was provided, it indicates that the xhibit central station likely had a memory leak. This can occur after a device has been running for a long period of time without being powered off or restarted. Following a restart the issue is resolved and will continue to function.

Event description:
The customer reported that while monitoring telemetry patients the xhibit central station froze. There was no patient or user harm associated with this event.